Event description:
The complainant provided an oral fluid specimen using the episcreen oral specimen collection device for insurance purposes. When complainant placed the device inside complainant's mouth, complainant experienced a burning sensation. Later, complainant reports that the inside of complainant's mouth was bruised and that complainant's lips were cracking. The physician consultant contacted the complainant on behalf of the MFR. The complainant then reported add'l info including the presence of shooting pain and burning when placed onto the buccal mucosa. Complainant also stated that complainant's lips turned black and green. The physician consultant confirmed that there was no pruritus, associated lingual or labial angioedema, or shortness of breath. The complainant stated that the local symptoms lasted for approx 36 hrs and resolved without therapy.